Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Health care professional reported left side "capsular contracture" baker grade unknown. The device has been explanted.